Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be defect contributed by supplier/vendor, design issue, user related (eg: salt accumulation, blockage). A DHR review is not required as the lot number is unknown. Therefore, no additional action is required at this time. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: warning: method for use (1) do not inflate the balloon in the urethra. (2) do not pull the catheter hard. (3) do not reuse. (4) do not resterilize. (5) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (6) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (7) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] (8) do not use in patients who are or have been allergic to natural rubber latex. (9) bard® silver tsc tray consists of a balloon catheter with temperature-sensing, urine-collecting bag for closed drainage system, syringe prefilled with sterile water, water-soluble lubricant, antiseptic solution, tweezers, waterproof sheet, gauze pads, cotton balls ,gloves and statlock® foley. (10) do not stretch catheter as damage to or dislodgement of lead wire as temperature probe may cause improper temperature measurement. 11) when endoelectric surgery is performed, care should be taken to prevent burns in the local tissue. 12) do not wet the lead wire and the junction with extension cable. 13) this device is compatible only with monitors requiring ysi 400-series type temperature probes. Malfunction: (1)device damage due to inappropriate use (2)failure to measure temperature (3) improper temperature indication storage: (1) store in a dry, cool place away from heat, moisture, and direct sunlight. Expiration date (2) indicated on the direct package and the outer box. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a poor urine flow on the next day after placement. It was stated that urine in the running tube often stagnated and the work of guiding the tube increased which was stressful. It was like 50 to 70 percentage of the proportion needed to be taken care. Per additional information via email on 26may2021, it was reported that the user frequently experienced restricted urine flow. The user tried to flow urine by manipulating the inlet tube and it was bothering for the user. The user felt the restricted urine flow happened in 50-70% cases. The meaning of guiding the tube was that the user was trying to improve the flow of urine by lifting and shaking the inlet tube.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a poor urine flow on the next day after placement. It was stated that urine in the running tube often stagnated and the work of guiding the tube increased which was stressful. It was like 50 to 70 percentage of the proportion needed to be taken care. Per additional information via email on (B)(6) 2021, it was reported that the user frequently experienced restricted urine flow. The user tried to flow urine by manipulating the inlet tube and it was bothering for the user. The user felt the restricted urine flow happened in 50-70% cases. The meaning of guiding the tube was that the user was trying to improve the flow of urine by lifting and shaking the inlet tube.